Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image went completely black after the anti-fog prevention function occurred. The issue occurred during sedation of a therapeutic procedure. This involved an olympus deflectable videoscope. There was no patient injury reported.